Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during esophagectomy/gastric tube, the jaw tip broke, but nothing fell into patient's cavity. A new device was opened to continue the procedure. There was no patient injury.

Manufacturer narrative:
Evaluation summary one device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product did not meet specification as received. Visual inspection found the bottom jaw over-mold was damaged and the seal plate was lifted up from the device jaw. The reported condition was confirmed. The damage to the jaw's over-mold and seal plate likely occurred during the insertion or extraction of the device jaw from a trocar instrument. The investigation identified the root cause of the reported event to be user error. The instruction for use (IFU) states that close jaws using device lever before insertion/extraction in the trocar. If information is provided in the future, a supplemental report will be issued.